Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported by customer that the implant was removed due to damaged threads.customer used another device to complete the procedure. Tooth site # 30 (universal).

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. The product was returned, and the reported event was confirmed following visual evaluation and drawing review. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The device was not functionally tested for the reported failure. After comparison to drawings, the device was determined to be within design specification. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.